Event description:
It was reported prior to using bd vacutainer® acd solution a blood collection tubes an additive abnormality was noticed in 200 of the tubes. There was no health impact or consequences reported.

Manufacturer narrative:
H.6 investigation summary: bd received 1 photo and 1 video for investigation. Both were reviewed and the indicated failure mode for additive abnormality was not observed. Per specification for this product, there is no wash or interior coating required. This is a normal appearance for this product. Additionally, 90 retention samples from bd inventory were visually inspected with no issues observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for an additive abnormality. Normal additive appearance was observed in the photos, video, and retention samples. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.